Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source had loss of image. The procedure was completed successfully.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker united kingdom; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report is attached (see comm log), and indicates: unit has passed a basic function test/ soak - test but unable to complete qip as the test - equipment is currently out of use. Probable root cause: - front panel damaged / out of spec - power button rod damaged. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source had loss of image. The procedure was completed successfully.